Manufacturer narrative:
Additional information has been requested and if received will be provide din a supplemental report. Catalog number and lot codes of other devices listed in this report: cat # 64301001 lot # ta1c157 description: avon anterior cutting guide.

Event description:
It was reported that, trocar pin stuck into guide hole. All holes on both blocks where trocar pins go, meets resistance.